Event description:
The customer observed non-reproducible, falsely elevated vitros trop I es results on a single patient sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were reported, however, there were no allegations of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the vitros trop I es reagent and vitros eci system were operating as intended. The customer was following the manufacturer's recommendations for daily maintenance for the eci. The investigation could not confirm that the sample collection tube manufacturer's recommendations for centrifugation time and speed were being followed. The vitros trop I es instructions for use, "specimen collection and preparation" section states that "samples should be thoroughly separated from all cellular material. Failure to do so may lead to an erroneous result." The root cause of the non-reproducible patient result is unknown, however, pre-analytical sample processing could not be ruled out.